Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The manifold was not returned therefore the catheter batch/serial number cannot be identified. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the device found a hypotube break 1182 mm proximal to the distal end of the tip. The portion of device proximal of the break site including strain relief and manifold hub were not returned. The effective length of the catheter must be 144 +/- 5 cm. Effective length is defined by the end of the strain relief to the distal tip of the catheter. Therefore the break occurred at a site 25.8cm +/- 5 cm from the distal end of the strain relief. Multiple hypotube kinks were also noted along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 19-oct-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The concentric, de-novo target lesion containing a lesion bend of >=90 degrees was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. Following pre-dilation, a 3.50mm x 12mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a broken hypotube.